Event description:
In 2008, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The procedure went as planned. Three months later, the pt underwent a second procedure to address a 2-3 cm separation between the left side contralateral pxc141200 and pxl161407 devices. A pxc141200 was placed to bridge the two devices. The type iii endoleak resolved, and the pt is stable with no further complications. The graft separation was attributed to external iliac tortuosity and insufficient overlap between the pxc and pxl devices at the initial placement. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg records is being conducted.